Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 30.1 mmol/l, 29.7 mmol/l, 10.7 mmol/l, and 10.9 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.